Manufacturer narrative:
Patient age was not provided; added , weight of (B)(6) kg.

Manufacturer narrative:
Patient identifier & weight: information was not provided. Without a lot number, the expiration date and manufacture date could not be determined. No sample was received for analysis and no lot number was provided. A 2-year review of historical complaint data showed no trends. 3m will continue to monitor.

Event description:
A physician reported that a patient developed suspected contact dermatitis, described as skin rash with redness, itchiness and blisters along the drape edges after application of a 3m¿ steri-drape¿ large towel drape 1010 during spinal surgery. The rash is located on the anterior neck/superior torso region, size reported as greater than 25x6cm at the largest linear region. Skin preparation included application of mastisol® liquid adhesive. The skin was reported as dry prior to application of the drape. The drape was in place 1-2 days before the symptoms began. Medical treatment consisted of intravenous, oral, and topical corticosteroids. Healing is in progress and the patient is reported as in stable condition.